Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient, implanted in 2000, perceived a crackling sound from the device followed by no sound. Since then, the patient is not able to hear with the implant and reports having tinnitus and imbalance.